Event description:
The facility reported a pump with failure code 804. It is unk when this failure code occurred. It is not known it there was any pt injury or medical intervention necessary according to the hosp rep.